Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had repeated matrix drawer failure. A field service engineer (fse) performed extensive diagnostics, including testing alternate pyxibus matrix drawer controllers and optical sensors, and identified a firmware mismatch when compared to a known good station. Although a replacement drawer was installed, the issue persisted, and further testing confirmed the drawer functioned normally on another device, ruling out hardware failure. The fse, in coordination with escalation support, replaced the comm sled and reconfigured the system using es software, allowing the firmware to update from version 1.42 to 2.1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed in ER pyxis. It's the third time failed in this past week. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed in ER pyxis. It's the third time failed in this past week. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.